Event description:
A report was received that the patient was experiencing cramping at the lead site when the stimulation was on. The patient underwent a lead revision and was doing well following the procedure.